Manufacturer narrative:
Device evaluated by MFR: promus element mr ous 2.75 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or lifting and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the coronary artery. A 2.75x32mm promus element ¿ drug eluting stent was used to treat the lesion. However, the stent struts were noted to have bended. The procedure was completed with another of the same device. No patient complications were reported and the patient' status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the coronary artery. A 2.75x32mm promus element ¿ drug eluting stent was used to treat the lesion. However, the stent struts were noted to have bended. The procedure was completed with another of the same device. No patient complications were reported and the patient' status was stable.